Event description:
The pt was being treated for an aneurysm in the left internal carotid artery - posterior communicating artery. The microcatheter was placed in the aneurysm but the physician was unable to place two coils due to poor framing. Both coils were removed successfully from the pt. The physician changed the area he was targeting for embolization and inserted a coil [device in question]. Part of the coil protruded from the aneurysm so it was removed from the pt. A balloon catheter was used to remodel the neck of the aneurysm and the coil [device in question] was re-inserted into the aneurysm. Despite several attempts the physician was unable to place the entire coil in the aneurysm. The pt's vital signs were noted to change and an angiogram revealed a large extravasation near the aneurysm. The physician believes that the coil loop protruding form the aneurysm caused the bleeding. The balloon catheter was "inflated for hemostasis" and protamine nitrate was administered. The device in question was deployed into the aneurysm along with a further five coils to control the bleeding. The balloon catheter was deflated and an angiogram revealed no further bleeding. "However, no flow was noted in the internal carotid artery. The contrast medium was remained proximal internal carotid artery." The pt had a drain inserted and immediately after that a craniotomy was performed and neck clipping was attempted unsuccessfully. The physician commented "measurement by 3d dsa was not perfect. The coil was oversize. There seemed to be misalignment at roadmap, but coils were inserted with the roadmap. Though it was unable to check if the balloon was inflated successfully, contrast medium wasn't displaced. End of the loop fit in bleb completely and strong tension applied to loop around the neck and the loop protruded from the aneurysm." Further information was received reporting that the pat.

Manufacturer narrative:
Evaluation: conclusions: other for event caused by another device. Manufacturers evaluation summary: the device history record review for the batch in question confirmed that the device met all material, assembly and performance specifications. Direct product analysis was not possible as the device was not returned for evaluation. From the information available, the device was used in accordance with the labeling. The directions for use (dfu) states "potential complications include, but are not limited to: post-embolization syndrome, hematoma, hemorrhage, vessel perforation emboli (foreign, thromboembolic), ischemia, vasospasm, revascularization, inadequate occlusion and neurological defects including stroke and possibly death." The dfu also contains the precautionary statement "warning: catheter tip movement could cause the aneurysm or vessel to rupture." Based on all the available information, it was most likely that the vessel perforation was not caused by the coil but by another device. Therefore, the most probable root cause for this event was caused by another device.